Manufacturer narrative:
The ge service rep conducted an onsite investigation. The x-ray tube, the snubber board, the temperature sensor board, and the steering coupling were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not retrieve data. No pt injury was reported.